Event description:
It was reported that the lead integrity alert for the right ventricular lead had triggered and that egms show noise. It was also questioned if the lead might be fractured. Follow-up was conducted and from the information obtained it was reported that there was no reprogramming performed, but rather testing was conducted to ensure that there was no fracture or loose screws. Those tests did not indicate any lead problem, and the lead remains in use. The patient was instructed to return for follow-up in three months' time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2011. (B)(4).